Manufacturer narrative:
The technician found all four casters missing pieces of rubber on the caster tire. He replaced the four casters to repair the bed.

Event description:
Info received indicates the bed rolls very hard and the brake casters continue to swivel when in brake.